Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-jul-2023.. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was a reported that a patient underwent atrial fibrillation (afib) ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade requiring pericardial drainage. It was reported that during an afib/aflutter procedure, a pericardial effusion was diagnosed via ice catheter after the patient's pressure dropped and a steam pop was heard. Tamponade was seen on the ice catheter. A pericardiocentesis was performed by the physician removing 2000 ml's of fluid. The patient was then taken to surgery. The patient was stable at the time of the call. The device evaluation was completed on 01-aug-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. A temperature, impedance and cool flow pump, and pressure gage test were performed, and the results were found within specifications. No temperature, impedance, or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The physician¿s opinion on the cause of this adverse event was that it is believed the patient had a pouch along their cti (patient anatomy). The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was a reported that a patient underwent atrial fibrillation (afib) ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade requiring pericardial drainage. It was reported that during an afib/aflutter procedure, a pericardial effusion was diagnosed via ice catheter after the patient's pressure dropped and a steam pop was heard. Tamponade was seen on the ice catheter. A pericardiocentesis was performed by the physician removing 2000 ml's of fluid. The patient was then taken to surgery. The patient was stable at the time of the call. Additional information was received. It was discovered post use of biosense webster products. Physician¿s opinion on the cause of this adverse event was that it is believed the patient had a pouch along their cti (patient anatomy). The physician heard a steam pop while ablating the cti and promptly checked for adverse event on the abbott viewflex ice catheter and everything appeared fine. The post case ep testing continued and a decrease in the patient¿s co2 was noted. The ice catheter was checked again and an effusion was present. A pericardiocentesis was performed and approx. 2000 ml¿s of blood was pulled from the patient¿s chest. Two units of blood were given and cardiac surgery to repair a spot in the right atrium along the cti line and ivc was performed. As of 8 am on (B)(6) 2023, the patient status was improved and they were preparing to extubate him. Patient required extended hospitalization because of the adverse events due to needing cardiac surgery. Thermocool® smarttouch® sf catheter was used. All features were used and no slow increase of impedance or dramatic impedance spike was noted. Visitag module was used, parameters for stability used was 4mm/3 sec , 25 g of force @3 %. Additional filter used with the visitag was respiration. Impedance drop tag coloring was used (5ohms -10ohms) transseptal puncture was performed with a brk needle but it is not believed that the ts puncture was the cause. Prior to noting the cardiac tamponade, ablation was performed. They heard a steam pop while ablating the cti. The event occurred during the ablation phase but initially everything appeared ok on ice and they discovered there was a problem during post case testing. The appropriate instructions for use (IFU) settings for a stsf catheter (15ml/min bc we were burning at 30 w) were used for the irrigated catheter. Generator parameters was 30w/ 30 seconds. The length (minutes and seconds) of the ablation cycle when the pop was observed at the same tip position was 30w/30 seconds but physician came off ablation as soon as he heard the steam pop. No errors reported by the biosense webster systems. The adverse event was assessed as MDR reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious. The steam pop was assessed as non MDR reportable. Steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon.